Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was returned and measured approximately 5.41mm x 5.79mm in size. Additional common causes include improper installation or removal of the tip accessory. Additional findings: the instrument was found to have a detached fragment. The fragment broke off the instruments tube adapter. The broken piece was returned with the instrument. For clarification, the mcs tip was found to have a dislodged retaining tip cover from the mcs blades. The retaining tip cover was observed to be completely detached from the blades. No material appears to be missing. Additional observation not reported by site: the mcs retaining tip cover was found to have a cracking damage. No material appears to be missing.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal without lymphadenectomy prostatectomy surgical procedure, monopolar curved scissors (mcs) tip was broken upon first installation. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the scissors were inspected and scissor tip installed prior to procedure. The scissor tip broke mid procedure.